Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with a test monitor) was confirmed. Upon evaluation, the yellow (pgnd) wire was open inside the trunk cable. The cause of the inability to communicate with a test monitor is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire.